Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, displacement and excessive no delivery tests. There was no motor error alarm on the insulin pump. The motor home switch was corroded and there was moisture damage on the transducer. The insulin pump had scratches on the display window. (B)(4).

Event description:
Nurse reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer was in a nursing home and the nurse needed to troubleshoot the insulin pump. Customer's blood glucose reading was 575 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer's alarm history showed low reservoir alarm. Customer performed the high pressure test and passed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error alarm during the rewind process. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.